Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery of hallux valgus, the reported va locking screw (lot number: 8275721) could not be locked in the reported plate after the surgeon contoured the plate. Therefore, the surgeon inserted the reported va locking screw (lot number: 9259027) instead, but the screw could not be locked, too. Then, the surgeon drilled at another angle and inserted another screw (va locking screw 2.7mm 14mm, the lot number was unknown) instead. The surgery was completed as the stability of the plate was sufficient though the va locking screw 2.7mm 14mm could not be locked, too. There was 20 minutes of surgical delay. No adverse consequences to the patient were reported. This report is 1 of 3 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records was conducted. The report indicates that the: manufacturing location: (B)(6), manufacturing date: 12.sep.2014 expiry date: 01.sep.2024, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.